Manufacturer narrative:
Device evaluated by MFR.: synergy ii us mr 2.25 x 24mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found stent damage. Struts in the mid to distal stent region were noted to be lifted and pulled distally over the distal tip. The undamaged stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 10feb2021. It was reported that crossing difficulties were encountered. The target lesion was located in the highly calcified left anterior descending artery. A 2.25 x 24mm synergy ii drug eluting stent was advanced for treatment but could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable. However, returned device analysis revealed stent damage.